Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 06nov2018. Philip's service engineer inspected the device and replaced the blower assembly and blower motor controller. The ventilator was returned to use.

Event description:
It was reported that the ventilator generated an air valve liftoff failure error code. There was no patient involvement. The event date was not specified; estimate used.